Event description:
On january 31, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. The initial investigation analysis revealed that the system performance had deviated from the normal behavior. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back. However, the patient continued to use the system and didn't return the sensor back.thus, actual root analysis was not possible. A further review of the sensor raw data revealed instability in the reference channel since insertion which likely contributed to the observed differences in blood glucose (bg) and sensor glucose (sg) values. No further investigation was possible for this complaint. B4.date of this report 30 april 2025. G3.date received by the manufacturer? 30 april 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.